Event description:
It was observed when evaluating the device, which was returned to physio-control after being retired from use, that the device would not power on properly and could not be turned off during testing. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported failure. Physio determined the cause of the reported failure to be due to a failure of an integrated circuit, designator u17 from the main pcb assembly.